Event description:
A quality assurance pharmacist reported to baxter (B)(6), of a flo-gard IV solution admin set in which, "the item has a deformed spike." The event was reported to have occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a flo-gard IV solution administration set in which the spike was found deformed was confirmed during sample evaluation. Actual defective sample was available for evaluation. Visual inspection revealed that the chamber was bent and rigid. No other tests were performed. The assignable root cause of the reported condition is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.